Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, and stained end cap sticker noted.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up button was sticking and they were unable to clear a check blood glucose alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.